Event description:
During the procedure, the side port detached and a blood leak occurred, when the upper sheath catheter was placed in the popliteal fossa of the left knee. The procedure was completed by replacing the device without any further patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation and subsequent leak could not be conclusively determined.

Manufacturer narrative:
One 6f engage introducer sheath was received for evaluation. The hemostasis hub had been fractured and detached at its proximal end; the detached section was returned. It was noted that the green hemostasis cap remained welded to the detached section of the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fluid leak is consistent with the hemostasis hub fracture. The cause of the hemostasis hub fracture remains unknown.

Manufacturer narrative:
Additional information revealed the initial and final MDR for this event was reported under the incorrect MFR report #. The correct MFR number is 3005334138.